Manufacturer narrative:
The evaluation of the event has not been completed at this time.

Event description:
It was reported that there were inaccuracies in the configuration between the nav 3i system and 3d c-arm during spinal fusions in a scoliosis procedure at the healthcare facility. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The review of the log files observed that the patient tracker was not set to the vertebrae which was treated as the tracker was not visible on the imported image set which includes also registration information. Spine movement relative to the patient tracker or movement of the c-arm tracker during registration can cause or contribute the reported event.

Event description:
It was reported that there were inaccuracies in the configuration between the nav 3i system and 3d c-arm during spinal fusions in a scoliosis procedure at the healthcare facility. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.